Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth extraction. The procedure was successfully completed with another device. There was no patient or user injury reported, and there were no adverse consequences reported as a result of this event.